Event description:
It was reported that during a transurethral needle ablation of the prostate, an error message occurred with the prostiva device. The situation could not be resolved and the procedure was aborted. Further info is being requested from the hcp.